Event description:
The sjm rep reported the pt experienced warming at her ipg pocket site when charging her scs system. The sjm rep gave charging recommendations to the pt to resolve the issue. The pt had to charge her scs system daily. Follow-up was unable to determine if the issue was resolved.

Manufacturer narrative:
This ipg serial number was included in a field advisory. This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.